Manufacturer narrative:
Meter (B)(6) has been returned and investigated with retained strips. Performed visual inspection on the returned meter; no issues were observed. Retained batteries were inserted and the indicator lights did not flash. The meter did not power on with button depression, or strip insertion. An attempt to download the meter was unsuccessful. The meter did not communicate with the computer or the usb cable. The meter was de-cased and an internal inspection was performed on the components. No issues were observed. Extended investigation has also been conducted. Performed a visual inspection on resistor r12 and capacitor c27, no issue was observed. The r12 resistor and c27 capacitor values were measured and found to be out of specification. The solder was reflowed on all cpu pins (central processing unit) and the returned meter again, did not power on. The returned c27 capacitor was replaced with a new unused capacitor and the meter was able to power on. The meter powering on when the capacitor was replaced, indicates that there was a partial or internal short in the capacitor. Therefore, this issue is confirmed to a faulty c27 capacitor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.